Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was 147 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. No unexpected prime alarms noted during testing. The insulin pump passed displacement and prime test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.